Manufacturer narrative:
The customer called to receive guidance from olympus¿s technical assistance center (tac). The customer stated to have tried three different pigtails on two towers. Two out of three pigtails did not have an image on two towers, while the third the third one was good. The customer ordered new cables to resolve the issue. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image when connected to 180 series scopes. The issue occurred when preparing the video system for use. The procedure was postponed and then completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due a to cable failure because the phenomenon is resolved by replacing the cable. Olympus will continue to monitor field performance for this device.